Manufacturer narrative:
(B)(4). Baxter medical assessment: if the foreign material in the product pouch is identified prior to use, there is no possible harm or injury of patient. If such type of malfunction or hazard would reoccur and user will not recognize the foreign body prior to use it possibly can be transferred to the treatment site of the patient. In a worst case scenario this may lead to a foreign body reaction, sterile vascular inflammation or thrombotic reaction which only in exceptional cases may cause serious harm or injury. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. The complaint was confirmed as sample was available for evaluation. Visual inspection was performed and a fiber was found between the outer and inner pouches. The fiber was 0.160" long, less than 0.0001 in diameter, and dark blue or black in color. According to synovis, the fiber was within specified size limits as detailed in the inspection procedure. Batch record review by synovis found no issues that could have contributed to this complaint issue. All release/testing specifications were met for this product lot. No manufacturing defect was identified as the cause of this issue. Per synovis, all manufacturing procedures, requirements, specifications and inspections were satisfied and this issue has acceptable risk. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Event description:
Customer reported: we have found foreign matter inside of the sterile pouches of probe. No additional information provided.